Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received one sample and 6 photos of the sample were provided for investigation. The evaluation of both indicated a split female luer adapter. Additionally, a total of 10 retained samples were visually inspected; however, no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked component. Bd has initiated further root cause investigation relating to the issue of cracked female luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 3 devices had a crack in the luer resulting in leakage. There was no health impact or consequences reported.